Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrioventricular nodal reentrant tachycardia (avnrt) procedure, noise issues resulted in a procedural delay. The tactisys was switched off which only briefly resolved the issue. A ground was added, the cables were all changed, and the tactisys was replaced all with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.